Manufacturer narrative:
A report of the anesthesiologist switching to manual mode during a surgical case is not considered a reportable event, however this is a voluntary report in reference to uf(B)(4). During this incident, an alarm sounded as designed alerting the clinician to respond. The patient was successfully ventilated in manual mode and continued to receive appropriate levels of anesthesia gases and oxygen. These devices are constantly attended. The trained clinicians in attendance work with the device to maintain patient safety, consequently, there is no risk of patient harm. Spacelabs has launched an investigation into this event and will file a supplemental report once the investigation is complete.

Event description:
The customer submitted a medwatch report, uf#(B)(4)stating that on (B)(6) 2016, an anesthesia machine ventilator ¿failed to drive the bellows¿ while in use and that the anesthesiologist manually ventilated the patient. There was no reported injury during this incident.

Manufacturer narrative:
The device¿s historical logs were reviewed by spacelabs anesthesia product specialists. Findings show that the cause of the issue was due to the o2 flush button sticking. A spacelabs field service engineer replaced the o2 flush button on the device. The device passed all tests and was returned to service. This report is complete and this particular issue is considered closed.